Event description:
It was reported that the user experienced recurrent low glucose values (exact value not provided) while using the ilet and expressed difficulty estimating carbohydrate content for meals, leading to periods of overeating without announcing meals as larger than usual, which reflected an improper method of use and a user interface-related concern. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with failure to follow instructions for meal announcements and carbohydrate estimation, with the user interface noted as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.